Manufacturer narrative:
(B)(4). The event of "breast implant acquired anaplastic large cell lymphoma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Implanting physician: (B)(6). Diagnosing/explanting physician: (B)(6). Radiation therapy team: (B)(6). Reason for reoperation: "breast implant acquired anaplastic large cell lymphoma."

Event description:
Patient's representative reported "right breast swelled dramatically and...extreme fatigue." Subsequently, patient "underwent an ultrasound guided fine needle aspiration biopsy" which "resulted in a diagnosis of breast implant acquired anaplastic large cell lymphoma." Patient's representative reported patient's "lack of concentration" and "fear of cancer recurrence." Device was explanted. Patient also had a "capsulectomy" and "underwent radiation therapy...for treatment of bia-alcl." The reported events of "extreme fatigue" and "lack of concentration" were determined to be not device-related. Pathological biomarkers have not been received.